Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 556 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the date was one day behind. The customer usually uses sure-t infusion sets, but she was using quick-set infusion sets at the time of the event. The customer last changed her infusion set on the day prior to the event. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.